Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the event description you provided. Was the device closing trigger able to be closed? Did the staples protrude or fall out of the device cartridge before the device firing trigger could be used? Or was the device able to be fired (staples delivered into the tissue appropriately), however, the device did not cut the tissue? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, stapler after it was closed, it fired the staples, without closing the handle corresponding to the closure and section. Contour fired the staples, but did not cut. There were no patient consequences reported.